Event description:
It was reported that approximately three weeks post-implantation of a hemiarthroplasty, the patient underwent a right hip revision due to multiple hip dislocations. During the procedure, there was hematoma and blood clot evacuation and encountered shredded remnants of the short external rotators and posterior capsule which had been damaged from multiple dislocations. All components were revised. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat: 00877502801 lot: 3174349 bioloxâ® delta, ceramic femoral head. Cat: 574201040 lot: 3136835 femoral stem cementless collared standard offset. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and review of the available records identified the following: recurrent dislocation and hematoma. A definitive root cause cannot be determined. The complaint is confirmed based on the medical record findings. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.